Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
No patient involved. Prompts child patient with adult pad-pak.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the 30th june 2013. The device performed to specification throughout testing at heartsine. There were 10 manual power ups under one minute duration recorded in the history log between the 2nd march 2018 and the 15th march 2018, each issuing a child patient prompt. Symptoms of this nature can be attributed to an sw1 reed switch issue, although this could not be confirmed during the investigation. The unit was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. This equates to approximately 33 months of normal use without fault. After the device was temperature cycled it was then power cycled multiple times with an adult pad-pak, and again with a paediatric-pak installed. The device continued to issue the correct prompts on each occasion. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.

Event description:
No patient involved. Prompts child patient with adult pad-pak.